Manufacturer narrative:
The umbilical cable was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The mobile view station (mvs) interface cable was returned and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The replaced cable has been returned to the manufacturer for analysis, but analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when taking an ap lateral images, a frame rate error showed and the images were very grainy. The site continued without issue due to 3d scans being fine. There was no reported delay to procedure and no impact to patient outcome.